Event description:
Customer called on (B)(6) 2011 reporting of an approximately 20 ml blue fluid stain leak from the lh750 slide stainer. Customer was wearing proper personal protective equipment at the time of the event and no injury or exposure was reported. Customer also noted that there was no change to patient treatment attributed to this event. Field service engineer (fse) was dispatched and replaced damaged drain tubing. Fse also replaced the 3 way solenoid as well as the clogged quick disconnect (qd) fitting. Root cause of the leak was determined to be the damaged drain tubing.

Manufacturer narrative:
Bec identifier for this report is (B)(4).